Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 instrument was used in the case. The next day the pt went back for a reoperation for bleeding (the amount was not available). The device was discarded. 03/14/2000 message from affiliate. The bleeding was caused by amlformed staples. 03/16/2000 it was reported by the affiliate a leak test was done during the procedure and the staple line was intact. The pt does have cancer. No malformed staples were noticed during the initial procedure. There was leakage and not bleeding. The surgeon oversewed the anastomosis.